Event description:
Patient reported experiencing elevated blood glucose (23 mmol) as a result of using a new type of infusion set. Patient indicated that she switched to the previously used type of infusion set and the blood glucose levels returned to normal.